Event description:
It was reported by the clinician that while the catheter was being placed, a piece of broke off of the catheter and it was thought that it went intra-vascular. The physician consulted with a vascular surgeon and it was decided that a "cut down" would be performed. While doing the cut down, the piece was found in the sub-dural area and not in the artery. The piece was removed. There were no patient complications reported.

Manufacturer narrative:
Follow-up report will be filed, if additional information becomes available.